Event description:
Customer reported that a type and screen was performed on the provue using the abd/rev gel card. The anti-d microwell was 1+ positive. As per lab policy, the sample was repeated using an abd/abd gel card. The anti-d microwell was negative. The same sample was then tested using tube method; immediate spin was 1+ and weak d was 2+. The same sample was then tested using manual gel method using both types of gel cards. Abd/rev anti-d was 1+; abd/abd anti-d was negative. All testing (provue, manual gel, and tube) was repeated by a second tech. All results were confirmed: abd/rev anti-d 1+ positive, tube anti-d positive, abd/abd anti-d negative. The patient's previous history listed the patient as rh neg. Date of previous testing requested and not provided. The provue was operating as expected with no errors or issues on date of testing. All qc was acceptable for all methods used. Sample was received for further investigation; however, it was too hemolyzed for testing. The gel cards were not returned.

Manufacturer narrative:
Retained testing, batch record review, and a complaint review were completed. Satisfactory results were observed. (B)(4).